Event description:
A malfunction alarm labeled as "malf 12" was reported, but there was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl. The customer had not reset the pump in the last 24 hours, and with the assistance of technical support, was able to reset it without recurrence of the malfunction. Technical support advised the customer to continue using the pump and to call back if any further issues occurred.